Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of questionable inr results from her coaguchek xs meter with serial number (B)(4). At 12:00 pm the customer obtained a result of 5.0 inr from her meter. At 12:05 am the customer obtained a result of 3.8 inr from her meter. The customer reported both the 5.0 inr and the 3.8 inr result to her doctor. The result of 3.8 inr was deemed to be correct. At 3:17 pm the customer obtained a result of 4.5 inr from her meter. A different finger was used for each result. The customer's therapeutic range is 2.0 to 3.0 inr. There is no allegation of an adverse event. The customer's current condition was provided as feels fine. The customer stated that her coumadin dosage has been the same for the last two weeks, but it was adjusted prior to then. No further specific details were provided. The customer has no hematocrit concerns, has had no changes in diet, no new illnesses, has no antiphospholipid antibodies, no new medications, and no symptoms of bruising or bleeding. There was no treatment provided and no change in medication based on the meter results. The meter and strips were requested for investigation. Replacement products were sent. The returned strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors were used. Donor 1 inr: 3.2 inr , donor 2 inr: 2.2 inr . Donor 1 hct: 55% , donor 2 hct: 51% . Donor 1: retention meter with masterlot strips: 3.1 inr , customer meter with customer strips: 3.2 inr . Donor 2: retention meter with masterlot strips: 2.1 inr , customer meter with masterlot strips: 2.1 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Relevant retention test strips (lot 281241) were tested in comparison with the current master. For the purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. There was no information provided in the complaint that would point to a cause for the result discrepancy. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Investigational testing had to be repeated due to original testing being completed with an expired masterlot. The one strip that was returned was used up during the original investigation testing. The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr, donor 2 inr: 2.0 inr , donor 1 hct: 45%, donor 2 hct: 50%. Testing results: donor 1: retention meter with masterlot strips: 2.3 inr, returned meter with masterlot strips: 2.3 inr. Donor 2: retention meter with masterlot strips: 2.0 inr, returned meter with masterlot strips: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Relevant retention test strips (lot #281241) were tested in comparison with the current master lot at roche mannheim. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.